Event description:
A bipap s/t device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed visible foam particles. Following completion of the evaluation, the device was scrapped by the service center. There was no report of serious or permanent harm, injury, or medical intervention associated with this event. Based on the identification of visible foam particles during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.